Event description:
Customer reported that t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer was using a third-party wall adapter, and technical support instructed them to connect the adapter to a working outlet for at least 30 minutes to see if the pump would begin charging. Technical support planned to follow up. Upon follow-up using different charging supplies did not resolve the issue. Cts will replace pump.